Event description:
It was reported that a svc (superior vena cava) impedance warning was triggered on the right ventricular (rv) lead due to high svc impedance. The lead also exhibited high pacing impedance and a possible rv lead fracture was suspected. The rv lead was explanted and replaced. Additionally, it was reported that there was an atrial bipolar lead impedance warning triggered on the right atrial (ra) lead due to low impedance. Insulation damage and a possible lead fracture was suspected. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.